Event description:
The customer reported that the system displayed error code 253 on the right monitor. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reseated the communication pcb and system is back up and running. He replaced the at-communication pcb. The system operates as intended.